Manufacturer narrative:
Although requested, patient demographics were not provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the user noticed that the tubing was leaking though a y-port of the IV tubing during an insulin infusion. The user stated due to leak, the patient was unable to receive insulin and "treatment was not able to be managed per protocol." Although requested, no additional information about the patient, medication, or event was provided.